Manufacturer narrative:
The investigation for limb ischemia has been completed. The impella device discarded by the customer. As all the necessary information was not provided, the root cause of the limb ischemia was not determined. G.2 revised as selection was inadvertently omitted from initial manufacturer device report number 1220648-2024-15781.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
It was reported under the st-segment elevation myocardial infarction - door-to-unloading study, a patient on impella cp support experienced limb ischemia. The right leg loss pedal pulse and was cold to touch without discoloration. The outcome reflected ongoing with residual effects. Relatedness to the impella procedure was indicated as "probable."